Manufacturer narrative:
(B)(4).

Event description:
It was reported ¿(B)(6).¿ additional information reported the pump presented a problem. It was noted when they refilled there was a difference between the expected residual volume of 14 ml and the actual residual volume of 20 ml 3 times. It was noted the patient was doing well and received effective therapy. The pump was used to deliver morphine and prialt.